Event description:
Needle segment of thoracentesis could only "suck air". Removed from pt & tested in glass of water; still sucked air. 2nd tray & device worked ok. Required pt to be stuck a second time.